Manufacturer narrative:
A2dr01 ipg implanted on (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing of atrial tachycardia/atrial fibrillation (at/af) which caused termination of ongoing episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.